Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Ten devices were received for evaluation; 10 events were confirmed during testing. One device was found to be affected by an electrical problem. One device was found to have a communications problem. Five devices were found to have a degradation problem. Three devices were found to have a combination of electrical and communications problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had a bias current error message displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.